Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the autoclavable camera head exhibited a scope communication error (e226) and a white screen. There were no reports of patient harm.